Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was reported to range from "low" via cgm reading to 55 mg/dl. Reportedly, the customer had played tennis the day prior; however low bg continued into the following day. Customer consumed carbohydrates and juice to address bg.